Event description:
The physician did not predilate the vessels. After deployment of the stent graft, upon retraction, the delivery system was hung up in the ipsilateral limb past bifurcation. After pulling on the device several times to attempt to free it up, the front tip/front sheath separated at the polyimide. The front tip/front sheath was in subclavian. After several attempts to remove the piece, the patient was converted to open repair., the piece was removed, the stent graft was explanted, a graft was sewn in, and the patient tolerated procedure well. Physician did not feel that it was a device failure; more due to the excessive pulling of the delivery system.